Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator (eri) which was reached on (B)(6) 2011. Measured data was 2.69 v, 7 ua, 13.8 kohms with an estimated longevity of five to ten months. The device was removed and replaced.